Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating their issue that their ins battery was depleting quickly. The patient stated that they met with a manufacturer representative (rep) on (B)(4) 2020 and since then the patient stated that their stimulation would consistently turn off for 15 minutes and then turn back on for 15 minutes. The patient stated that when their stimulation was off they were in ¿sheer pain¿. They stated that they wanted their scs (spinal cord stimulator) removed if they were going to feel pain like this. They stated that they had not had any falls/traumas. They stated that they met with the rep two times since last wednesday and rep couldn¿t stop their stimulation from turning off and then back on every 15 minutes. Patient services advised that the patient follow-up with their healthcare provider (hcp) to have their internal equipment checked. The event began on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the battery depleting rapidly was due to the patient running the device on higher frequencies, thus creating shorter recharge intervals. The rep adjusted the parameters to push the recharge interval out. The issue was resolved, however, now the patient states her device is turning off every 15 minutes. The rep did a complete impedance check and everything checked out within normal / good ranges. The cause of the battery turning off every 15 minutes was unknown. The rep sent a message to the physician and inquired if x-rays were possible due to the patient falling down the stairs. It was unknown if the issue was resolved. No further complications were reported.

Event description:
Additional information received from the consumer reported that they had a manufacturer representative do some programming changes, but the patient had not used them. The patient had been talking with their doctor to resolve the issue and it had not yet been resolved. The patient noted that they had fallen down their stairs because the device wasn¿t working right and that they have the implant to help them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins was "not working right" as the patient used to charge the ins every 2 days and now after it is charged to 100% the battery depletes to nothing after half a day. The patient started noticing this issue about a month and a half or two months ago. They stated that no changes had been made to the settings that would make the battery deplete faster. The patient contacted their healthcare provider (hcp), but was told to have a manufacturer representative (rep) check the ins. Patient services sent an email to the field on behalf of the patient. No symptoms were reported. No further complications were reported or anticipated.